Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received: the first handle and the first reload worked but the second did not. The surgeon took a second handle and reload which also didn't work. The third, fourth, and fifth had the same problems with other reloads. The patient was transferred into intensive care. Currently, everything is ok with the patient. There was a hole in the bowel but not on the mechanical suture and not due to the mechanical sutures.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted piece of the collar was missing. Engineering found the stapler was received with the retraction knob fully retracted, the trigger in the fully released position. The tube housing distal tip was observed severely broken. The articulation lever was observed disengaged from the rotation collar, confirming pmv findings. Pmv performed functional testing which included the instrument was successfully loaded with a sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The articulation cover disengaged can be caused if the user uses the stapler in a thick tissue; when trying to articulate the articulation lever, excess of torque is applied to the instrument by the user causing the damage observed in the instrument. The tube housing broken at the distal tip, as observed in the received clinical unit suggests that the stapler was mistreated during the clinical procedure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open sleeve procedure. The device was applied to the stomach to cut for the first time. The stapler was able to fire but there was poor staple formation. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, another stapler was used. The patient then had a reoperation due to the necrosis of the handle. The patient was transferred in resuscitation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.